Manufacturer narrative:
(B)(4). Device evaluation: the report that the metal cannula of needle detached from the plastic hub was confirmed. The customer provided a photograph for evaluation. Visual examination of the photograph revealed the cannula was separated from the hub of an introducer needle. The actual needle involved in the incident was not returned. One opened (B)(4), lot 71f16a1920 kit was returned. No defects or anomalies were observed on the introducer needle contained in the kit during visual examination at 0 - 10 x magnification. The adhesive at the cannula / hub interface appeared typical. A manual tug test determined that the cannula was firmly attached to the hub. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without the actual complaint sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a failed arterial puncture and removal of the puncture needle, the metal cannula of needle detached from the plastic hub and remained in the skin and subcutaneous fatty tissue of the patient. Effort was required to remove the needle. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.